Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even was discovered. It was reported that the patient had skin irritation under one of the back therapy electrodes (tes). It was also alleged that the patient's skin was peeling. The current condition of the irritation is unknown. There is no device malfunction alleged.